Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided data showed that the atrial pacing impedance was 526 ohms on the (B)(6) 2015 (the implant date). Shortly after the implantation, on the (B)(6) 2015, the pacing impedance was measured >2500 ohms. During the following semi-annual tests the impedance remained >2500 ohms until (B)(6) 2017 where a decrease to 741 ohms occurred with a subsequent increase back to >2500 ohms. Furthermore the fu data confirmed the above mentioned loss of sensing and loss of capture on the atrial channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implantation period of approx. 25 months, loss of capture was reported. A possible lead fracture was suspected. At the moment we have no information about a revision of the lead.